Manufacturer narrative:
(B)(4). The product was not requested to return for manufactures laboratory investigation as the failure is known and was thoroughly investigated under a previous complaint. The investigation results of this previous complaint are as follows: during visual inspection a long and deep scratch was noticed on blood inlet connector. The scratch is 2.8 cm long and runs across the whole connector. The manufacturer`s review of the quality control process indicated that a 100% functional inspection for leakage is conducted during manufacturing. The information obtained so far in this investigation would confirm that the device met its specification at the time of manufacturing and therefore all damage found on the product are due to excessive or inadequate external physical force that was exerted on the product after the release. The exact root-cause which led to the described failure could not be identified. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further investigation initiations will be completed at this time.

Event description:
Description from the customer report: "customer reported a crack at hls circuit venous inlet occurred. Unknown if the product is in use on a patient now."

Manufacturer narrative:
The initially referenced similar complaint was determined to be incorrect, therefore the following correction will be applicable for this complaint: the product was not returned. One similar complaint was found for the reported failure which was investigated as follows: the product was scrapped at the hospital, therefore a manufacturer laboratory investigation was not possible. Based on this fact mcp was also not able to obtain the oxygenators UDI (serial number) needed for a meaningful DHR review. Therefore a DHR review for the specific product could not be performed. Based on this a confirmation of the failure by a laboratory investigation was not possible. The picture provided by the customer could lead to the conclusion that the cracks were there, but it is very out of focus. Additionally cracks would have been detected prior to patient use (during priming / out of the box) during mounting of the venous measurement cell. As the report says they were detected first during preparing the patient for a transfer to another hospital it is most probable that the damages found on the product are due to excessive or inadequate external physical force that was exerted on the product after the release. The exact root cause which led to the described failure could not be identified. The failure was determined to be the second of its kind and is being handled through a designated maquet cardiopulmonary trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination of applicable investigation. Due to this no further action will be completed at this time

Event description:
(B)(4)